Manufacturer narrative:
A review of the aquabeam system's log file was conducted, which confirmed that there were no malfunctions related to the reported event. The review indicated that the system functioned as designed. A review of the device history record (DHR) was conducted for lot number 18c00426, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met specifications when released for distribution. A review of similar complaints was conducted, which found no other similar events reported on lot number 18c00426. The aquabeam system instructions for use (IFU), ifu320301, lists "bleeding" as a potential perioperative risk of the aquablation procedure. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male underwent aquablation procedure. The treating physician performed visual inspection immediately post-aquablation (via resectoscope), and did not find active bleeders, except vascular ooze and clots. The treating physician then decided to perform roller ball diathermy to treat the bladder neck area with a few cautery dabs at 12, 7 and 5 o'clock . The urinary catheter color was pink when the patient was transferred to the recovery area. However, the catheter color changed to red overnight, and the patient's hemoglobin value dropped from 14 gm/dl to 11 gm/dl. He was brought back to the or and clots were evacuated. It was also reported that there was some minor bleeders within the ablated tissue. The treating physician resected some more tissue before the catheter was inserted. The catheter color was pink to light red when the patient was transferred to pacu post-resectoscope & diathermy management. No further sequalae was reported.